Event description:
Consumer reported complaint for the trueplus ketone test strips. Customer stated that she had purchased two vials, 50 count each, and that when she opened the box, one of the test strip vials had been open. Customer also stated that the test strips were gray in color. Customer stated that the package had been sealed when purchased and the box did not appear to be tampered with. Customer did not perform any tests using the vial. The customer feels well and did not report any symptoms, and medical attention related to the use of the product was not reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips (2 vials) were returned for evaluation. Product testing was performed and defect found on returned test strips: physical defect of strips; discolored grey pads. Complaint was forwarded to packaging. Internal evaluation was completed and no abnormalities observed. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 26-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet used the replacement products and that she would contact manufacturer if needed.